Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that there was a thread defect and the screw broke. The surgeon was able to remove the broken fragment. The other half remained inside the patient. The surgeon confirmed that the tendon is securely fixed in the tunnel. Follow up investigation: the screw does not enter easily into the bone, but the surgeon tried anyway (with force) and so the screw broke on insertion.